Event description:
Two months after prophylactic placement of an ivc filter for trauma/dvt, the pt was scheduled for routine filter removal & a CT was done. Scan revealed filter, straight at implant, now tilted with legs in left renal and apex outside of contrast column. Dr attempted to pass a wire, which was unsuccessful. He then tried to remove filter with retrieval cone and finally with a snare, all unsuccessfully. After these attempts, a scan revealed that the filter was more tilted and now had crossed legs. Filter remains implanted with no pt injury.